Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during the stitching process, there were two instances of needle thread separation and suture breakage. Additionally, there was one instance where the suture shattered into powder upon opening the packaging. The customer returned the remaining products from that batch. Unable to find stitches for half an hour, resulting in an extension of the surgery time by half an hour.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength test results conducted on the closed samples received are 0.56 kgf in average and 0.37 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Knot pull tensile strength test results conducted on the closed samples received are 1.02 kgf in average and 0.93 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.60 kgf in average and 0.40 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 1.05 kgf in average and 0.99 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.